Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool reveals that no delivery alarms were found on (B)(6) 2026 07:45:00.000 through (B)(6) 2026 13:12:00.000, with several alarms noted. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted. The following cosmetic damages were noted: cracked lcd window, label damage (faded), cracked case (battery tube), battery tube threads - cracked, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported a blood glucose value of 432 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-1812. Troubleshooting was performed for the insulin flow blocked alarm, and it was a current event. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event and auto mode feature was not active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1812 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.